Event description:
The caller from the account reported that the unit had overfilled a final container, delivering 80ml when it had been programmed for 60ml. The bag was discarded and the unit taken out of service and swapped out. The caller also reported that the unit had stopped compounding intermittently and that moving the umbilical cable had caused the displays to go blank. No patient involvement.